Event description:
Healthcare professional reported expander got punctured after flipping. Later healthcare professional reported "flipped after placement". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device and use error.

Manufacturer narrative:
Upon further review, abbvie medical safety determined that the event of device puncture/break is not related to the device. Hence unreporting the previously reported event of "break". Additional, changed, and/or corrected data: b5, h6.

Event description:
Upon further review, abbvie medical safety determined that the event of device puncture/break is not related to the device. Hence unreporting the previously reported event of "break". The event "flipped after placement" is serious and reportable.